Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was alleging possible under delivery. Customer's blood glucose was 7.8 mmol/l. Auto mode was active at time of high blood glucose event. Customer stated that they using insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.